Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion tubing detached from the cannula of the infusion set resulting in elevated blood glucose levels. This issue occurred with 3 infusion sets from the same lot number.